Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. In 2017, it was reported that the patient had no telemetry during recharging and poor communication. The patients last successful charge was over one month prior to the report, so the patient was redirected to their primary healthcare provider to address a possible over discharge. No patient symptoms were reported. No further complications were reported as a result of this event. Additional information was received on september 8, 2021. A healthcare provider (hcp) reported that the patient had sent them an email stating their implanted neurostimulator (ins) was dead and had been dead since 2016 however, the patient later contacted patient services and reported it had been dead since 2017. The patient had turned the ins off because they had gotten their pain management under control due to therapy and weight loss. Since the ins had been dead since 2017, patient services reviewed that the ins was in overdischarge. The patient requested information on the process of getting the implant removed as they no longer had a physician managing t heir implant. They were sent physician listings to assist them with finding a physician.